Event description:
On (B)(6) 2022, in the interventional radiology department, the placement of an optional vena cava filter by femoral approach in a patient with bilateral pulmonary embolism with deep vein thrombosis of the lower limbs failed. Indeed, several attempts to release the vena cava within the subrenal vena cava were made, resulting in a recoil of the material caudally towards the iliac bifurcation. The critical step was the fixed point-removal using the supplied pusher which failed to release the filter. The unexpanded filter was finally released thanks to the dilator. A radiograph confirmed the poor deployment of the material and its migration in the suprarenal situation. The medical team therefore attempted to recover the material via the superior route (via the jugular approach), but this failed because the angulation of the inferior vena cava above the kidneys did not allow the device to be removed. On (B)(6) 2022, a new attempt to remove the filter was made, the latter being localized retro-hepatically. In view of the two successive failures to remove this filter, it was decided to leave it in place for life. This is an isolated incident. The consequences for the patient are mainly the need for a revocation for a new withdrawal attempt, and a delay in his other treatments. There is also a significant risk of thrombosis in the filter.